Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported alarm led failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 12jun2020; b4: 15jun2020. The customer troubleshot with tech support over the phone. The customer resolved the issue by replacing the power overlay board. The device now functions as intended.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.